Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.2, lab: 10.0. Patient went to the ER with bruising and possible gi bleeding.

Manufacturer narrative:
Investigation pending.